Event description:
Nkv-550 ventilator had audible alert tone (solid-tone) heard from room and rcp (respiratory care practitioner) called to bedside. Upon rcp arrival to the bedside, nkv-550 found to be in blue colored boot screen. Ventilator not functioning, no breaths delivering and no etco2 waveform noted. Upon circuit disconnect, the nkv-550 began to ventilate.